Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the atrial lead exhibited unsatisfactory capture threshold and sensing parameters, despite multiple positions. The lead was not implanted without replacement, and the patient was implanted with a single-chamber device instead. The patient was stable post-procedure.